Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed occasional flashes in the image. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the final investigation which was inadvertently omitted in the previous report. Updated fields: b5, h2, h11.

Event description:
No additional information received from the customer.